Manufacturer narrative:
The device was implanted and not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: expired nanotack used. Probable root cause: application. Use past device/packaging shelf life. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that an expired nanotack flex anchor was opened and implanted into a patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that an expired nanotack flex anchor was opened and implanted into a patient.